Event description:
The user reported to suddenly hear a "bubbling" sound, that turned later into a "clac clac clac" sound. After that, she stopped hearing with using the device. Even after charging the battery of her rondo 2 audio processor, she could still not hear anything with the device. No decision has been made yet with regards re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition in situ measurements showed two channels involved in a short circuit due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported to suddenly hear a "bubbling" sound, that turned later into a "clac clac clac" sound. After that, she stopped hearing when using the device. Even after charging the battery of her rondo 2 audio processor, she could still not hear anything with the device. The user has been reimplanted.